Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat cystocele, rectocele, stress urinary incontinence, and pelvic organ prolapse and mesh was implanted along with the concurrent procedures of anterior and posterior colporrhaphy and removal of skin tag on right thigh. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary problems, and bleeding. (B)(4).